Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system froze during a task and required a manual power off to reboot. A technical support specialist (tss) remotely accessed the station, checked the device manager, and identified that the network interface card power management setting was enabled. The tss executed knowledge article titled" usb devices and network adapters unresponsive" to deploy a package to disable the power management setting and informed the customer to verify the device status and reboot if any peripherals became unresponsive. The tss noted that the customer agreed to monitor the station and requested case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system intermittently freezes during operation, required the unit to be powered off and rebooted to resume functionality. The issue occurred during tasks such as refilling medications and removing medications for patient cases, caused workflow interruptions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.